Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and adjusted to optimum operating voltage. The ps1 power supply cables and connections were reseated. The system was tested and found to be working as intended and put back into service.